Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that the introducer will not slide in as expected, causing trauma to the skin and vessel because of force needed to insert the device. No additional patient information is available, there were no serious adverse events, but it did cause patient discomfort and delay in treatment time.

Event description:
It was reported by the customer that the introducer will not slide in as expected, causing trauma to the skin and vessel because of force needed to insert the device. No additional patient information is available, there were no serious adverse events, but it did cause patient discomfort and delay in treatment time. Additional information received: there was no treatment needed for the skin or vessel trauma.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult insertion is confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was returned for evaluation. A product label indicating lot: regz0186. Dried blood residue and evidence of use was noted on the device. The dilator was present within the sheath which had not been peeled. The distal end of the dilator was observed to be bent. Additional deformation was noted at the sheath tip. Microscopic inspection of the sheath deformation revealed a section of the tip to be bunched inwards. Evidence of the sheath tip taper being present was observed. Based on the information provided, possible contributing factors include advancement against resistance, inadequate skin nick, and sheath tip transition. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. The damage present on the grey sheath is indicative of a difficult insertion; therefore, the complaint is confirmed but the exact contributing factors remain unknown.